Event description:
It was reported, that during an emergency mains case, the lights went off. No injury reported.

Manufacturer narrative:
The investigation was started but is not finished. Further info will be given in the follow-up report.